Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable crt-d, (B)(6) 2010; 7120 competitor implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that there were high thresholds. The atrial and lv (left ventricular) leads remain in use. No patient complications have been reported as a result of this event.